Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the mrx defibrillator monitor indicating that the etco2 module is not working. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the etco2 module is not working. The fse evaluated the device onsite and determined that this was a malfunction of the etco2 module which cannot be replaced since the material is no longer available due to end of life (eol) of this model. The device remains at the customer site, and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the etco2 module. The customer was informed that this model is eol.